Manufacturer narrative:
The fsr replaced the heart lung machine (hlm) batteries. He also noted that the batteries were replaced on this unit in october of 2020 but this unit was set aside not being used much and turned off. The fsr instructed the perfusionist on how to properly maintain the batteries in the unit moving forward. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician observed the batteries to meet specification after charging. Upon receipt of the batteries, both had low voltages and conductance values. The batteries were charged and the tnac reached 18.000 ah. The voltage and conductance measurements of both batteries were above the minimum specification. The batteries were attached to a test platter and were found to power the fixture for longer than the minimum specification.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the total nominal available capacity (tnac) of the batteries would not go above 2.6 amp hours (ah). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the system was used on (B)(6) 2020 and the batteries were full. The system was powered off and not powered on again until (B)(6) 2021. The batteries only charged to 2/16 and may have been damaged due to improper maintenance. The log confirms the complaint, batteries should be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.